Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803. The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects "or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was hospitalized due to increased seizures and upon admission the device was check and low impedance was observed. The battery was noted to be ok, 11-25%. Additional information received noting that the patient underwent a full revision on (B)(6) 2025 due to low impedance. The surgeon ended up replacing the generator as well as the lead due to a notable fracture in the lead. He was able to successfully remove the old electrodes from the nerve and place new ones. The explanted devices were not made available for return as they were discarded. It was also noted that the increase in seizures were back to pre-vns baseline levels and related to the low impedance. No other relevant information has been received to date.